Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the affiliate that the pmw35 staples did not close correctly (staples not correct). Another instrument was used to complete the case. There was no consequence to the pt.